Manufacturer narrative:
Date of initial report : 09/10/2009. The site discarded the needle electrode. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that following a radio frequency liver ablation procedure on a tumor at s8 and about 17mm in size, a biopsy was performed. At that time, bleeding was confirmed and it was stopped. However, 3 hours later, the patient's blood pressure dropped and bleeding was confirmed with ultrasound. The bleeding area was ablated with another needle electrode and hemostasis was achieved. At last report, the patient was under observation and their blood pressure was stabilized. The doctor states that the bleeding was not from the needle-insertion line. However, it was not clear what caused the bleeding or when it started.